Event description:
It was reported that a patient has been experiencing pain since being implanted with a 12mm by 130 degree trochanteric fixation nail and an 11mm by 110mm helical blade. He inquired about the devices being titanium or titanium plated; implanted devices included a 5mm by 46mm titanium locking screw to repair break to right proximal femur due to a fall with a broken hip. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for 1 unk - screw locking/unknown lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.